Event description:
Per the clinic, the patient unable to hear sound and experienced a loss of connection to the internal device subsequent to sustaining a head trauma to the implant site. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct relevant tests/laboratory data (b6) has been updated accordingly; not na as previously reported in initial MDR submitted on november 21, 2024.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.